Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant procedure, the right ventricular lead would not stay securely on the right ventricle septum. After multiple attempts, a new lead was used instead. The patient had no consequences due to the event.

Manufacturer narrative:
A complete lead was returned in one piece. Electrical testing, visual, and x-ray did not find any anomalies.